Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient¿s wife that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.

Manufacturer narrative:
Analysis was normal. No anomalies were found.